Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to contamination on the monitor's printed circuit boards. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was unable to power on.